Event description:
Reporter indicated that a vns patient was to undergo generator revision surgery due to end of service. The generator was reported to have been unable to communicate. During the revision surgery high lead impedance diagnostic test results were found (see medwatch report #: 1644487-2007-02121). A battery life calculation resulted in (-36.52%) battery capacity remaining, indicating that the generator was expected to be at end of service. The generator was returned and an analysis was performed. End of service was confirmed as the generator's battery was found to be depleted. The generator was also found to have an out of specification transistor. The transistor exhibited an out of tolerance (higher) leakage current which could have potentially contributed to a premature end of service condition.